Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient confirmed the ipg was enabled to surgery mode but is no longer communicating with the patient controller. Surgery may occur later.

Event description:
Related manufacturer reference number: 3006705815-2022-17656.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.